Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, false positive pause episodes due to undersensing was noted. The patient was not seen in clinic yet. No intervention was performed, and the implantable cardiac monitor remains implanted. The patient was stable and will continue to be monitored.